Manufacturer narrative:
Corrected information: d1, d2, d4 (model #, catalog #). Manufacturer reference: (B)(4).

Manufacturer narrative:
Corrected information: b3, d4, g2. The device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results: there were no issues during the manufacturing process. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The complaint device has not been received. An investigation will be performed and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported that the customer provided notification that the button broke from the device while they were sleeping and the device was being worn. The button was still attached to the band so it was not swallowed. Remake was submitted. It was reported that here was no harm or injury to the patient.